Event description:
It was reported that the 9800 system left monitor would flicker during a case. The procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor and display adaptor were installed during the service call. The system was tested and found to be working as intended and put back into service.